Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; angulated aortic neck. User related; not follow the IFU for using system without a bifurcated stent graft. Conclusion: anatomy related; angulated aortic neck. User related; not follow the IFU for using system without a bifurcated stent graft.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.6 cm in diameter fusiform abdominal aortic aneurysm. Vessel morphology was reported the diameter of proximal aortic neck was 18mm, diameter of aortic neck at the aneurysm entry was 19mm, and was 16 mm in length with 60 degree angulation. It was reported that there was a proximal type I endoleak. There was an area of the aorta that narrowed down to 13 mm in diameter and aui which was used both proximal extension and contra limb was performed. The type ia endoleak was not resolved so that under observation was given to the patient. The physician will continue to monitor the patient. No clinical sequelae were reported.